Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. It was reported that the display was blank and there was moisture behind the display after exposing the pump to water. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Evice evaluation: the device has been returned and evaluated by product analysis on 17-oct-2018 with the following findings: during investigation, the pump powered on with audible and vibe features and a blank display. A leak test revealed display lens leak. The pump cover was removed; moisture and moisture corrosion was observed inside the pump on the display and display board. There was evidence of moisture in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.